Event description:
It was reported that the device would not power on. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and recommended battery replacement to troubleshoot the issue. Several attempts to contact the customer regarding the issue have been unsuccessful. The device was not returned to physio-control for analysis. The cause for the reported issue could not be determined.